Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that an uncut flap resulting in an incomplete flap in the left eye of the patient, during cataract surgery, post which bandage contact lens and topical antibiotics drops were applied. The procedure was not completed. Additional information received as the surgeon performed the procedure and all went well without any issues. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).